Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and transmitter passed . The global transmitter final function test was performed and passed as well. Share log data was reveiwed and transmitter error on the date of issue was found. The reported customer complaint was confirmed from share log review. The root cause could not be determined post investigation.